Event description:
After an implantation period of 53 months battery depletion was reported. The device was explanted and returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated showing a warning message on the programmer indicating an elevated current consumption. Therefore, the pacemakers memory content was analyzed confirming this observation. The battery status was still ok. At a next step the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. The therapy functionality was still fully functional. Furthermore, the current consumption of the device was normal and as expected during analysis. In the further course of the analysis the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. The battery was found to be almost eri. Subsequent thorough investigations did not reveal any peculiarity which might have led to the documented elevated current consumption. In summary, the clinical observation resulted from a temporarily elevated current consumption. However, despite the in depth analysis, the root cause could not be determined. During analysis the device proved to be fully functional and, in particular, the current consumption was normal and as expected. Please note that the therapy functions of the device were not compromised at any point while the device was implanted and in service.